Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with back radiating down the left leg and left leg numbness with the preoperative diagnosis of grade 1 spondylolistithesis with spondyloysis l5-s1. The patient underwent surgery which consisted of a axial transsacral fixation l5-s1 and percutaneous pedicle screw fixation using nuvasive dbr system, l5-s1. Per the operative report "....the disc space was then curetted out using various nidal cutters and disc space brushes to remove disc material. Fluoroscopic guidance was used throughout this case for spot checks. Once a sufficient amount of disc space was felt to be removed, the wound was irrigated copiously with saline. It was then packed with a combination of bmp product and actifuse material, as well as some previously harvested bone marrow aspirate from the drill paths. This was packed out into the disk space...... 5.5 millimeter tap was then used to create a tap hole down through to the intervertebral body. Subsequent to this, six 5 millimeter screws of varying lengths were selected and placed along the cannulated k-wire, along the trajectory. Throughout this process, the neural monitoring was used. At one point, a screw was redirected superiorly secondary to what was presumed to inferior pedicular breach by mild decrease in signal strength. Also, the right s1 screw was noted, during placement, to migrate superiorly, so the last portion of this was affecting the disk space. However, it was felt that repositioning this would likely be very difficult and not contribute significantly to the structural stability, since we already a large working channel, and in light of the good purchase of the contralateral screws, we elected to leave the screw in place. Once all four screws were in place, the fascia was incised between these distractor systems and the rods were placed according to manufacturer specifications. Locking type nuts were then applied. Final tightening was applied, and the towers were removed....." Intraoperative films showed post l5-s1 fixation with approximately 3 millimeters anterolisthesis l5 with respect to s1 and 2 millimeters anterolisthesis l5 with respect to l4. Five view fluoroscopic spot films demonstrated hardware fixation for grade 1 spondylolisthesis. The degree of post fixation anterolisthesis was difficult to assess due to overlying obscuration of posterior margins l5 and s1 at the disc space. No patient complications were noted. On (B)(6) 2009 the patient was discharged from hospital.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2009 the patient underwent an unspecified procedure using rhbmp-2/acs, actifuse-abx putty, trans1 3d axial rod and axialif uni versal plug.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with back radiating down the left leg and left leg numbness with the preoperative diagnosis of grade 1 spondylolistheses with spondylosis l5-s1. The patient underwent surgery which consisted of a axial transacral fixation l5-s1 and percutaneous pedicle screw fixation using nuvasive dbr system, l5-s1. Per the operative report ¿¿..the disc space was then curetted out using various nidal cutters and disc space brushes to remove disc material. Fluoroscopic guidance was used throughout this case for spot checks. Once a sufficient amount of disc space was felt to be removed, the wound was irrigated copiously with saline. It was then packed with a combination of infuse bmp product and actifuse material, as well as some previously harvested bone marrow aspirate from the drill paths. This was packed out into the disk space¿¿. 5.5 millimeter tap was then used to create a tap hole down through to the intervertebral body. Subsequent to this, six 5 millimeter screws of varying lengths were s elected and placed along the cannulated k-wire, along the trajectory. Throughout this process, the neural monitoring was used. At one point, a screw was redirected superiorly secondary to what was presumed to inferior pedicular breach by mild decrease in signal strength. Also, the right s1 screw was noted, during placement, to migrate superiorly, so the last portion of this was affecting the disk space. However, it was felt that repositioning this would likely be very difficult and not contribute significantly to the structural stability, since we already a large working channel, and in light of the good purchase of the contralateral screws, we elected to leave the screw in place. Once all four screws were in place, the fascia was incised between these distractor systems and the rods were placed according to manufacturer specifications. Locking type nuts were then applied. Final tightening was applied, and the towers were removed¿.¿ intraoperative films showed post l5-s1 fixation with approximately 3 millimeters anterolisthesis l5 with respect to s1 and 2 millimeters anterolisthesis l5 with respect to l4. Five view fluoroscopic spot films demonstrated hardware fixation for grade 1 spondylolisthesis. The degree of post fixation anterolisthesis was difficult to assess due to overlying obscuration of posterior margins l5 and s1 at the disc space. No patient complications were noted. On (B)(6) 2009 the patient was discharged from hospital. From (B)(4) implant date: (B)(6) 2009. Patient demographics: male. Dob: (B)(6) 1965. Initials: (B)(6) history/comorbidities: no information available. It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2009. No additional information has been provided. Update 1 apr 2014 patient demographics: initials: (B)(6), dob: (B)(6) 1965; gender: male history/comorbidities: tobacco use; multiple steroid injections surgeries: 3 level lumbar discogram ((B)(6) 2008); l5/s1 alif with pedicle screw fixation (2009); posterior hardware removal (2010). On (B)(6) 2009 the patient presented for post-operative films and underwent a 2 view lumbar spine x-ray which was compared to a previous (B)(6) 2008 study. The x-rays showed post l5-s1 fixation with approximately 2 mm anterolisthesis l5 with respect to s1 and 2mm an terolisthesis l5 with respect to l4. Intraoperative fluoroscopy was performed but no permanent images were obtained. 5 view intraoperative fluoroscopic spot films showed hardware fixation for grade 1 spondylolisthesis. The degree of postfixation anterolisthesis w as difficult to access due to overlying obscuration of posterior margins l5 and s1 at the disc space. On (B)(6) 2012 the patient presented with backache and underwent a lumbar spine MRI which demonstrated mild anterolisthesis of l5-s1 status post fixation with a metallic device at the l5-s1 disc space. Evidence of prior posterior surgical fusion at l5-s1 with pedicle screws that have since been removed. No visible fusion of the l5-s1 disc space; at t11-12, central disc protrusion without spiral canal stenosis or neural foraminal narrowing; at l4-5, central disc protrusion with bilateral facet arthropathy. No spinal canal stenosis or neural foraminal narrowing; at l5-s1, central disc protrusion with bilateral facet arthropathy. No spinal canal stenosis. Left neural foraminal narrowing; spleen was partially visualized and prominent in size ¿ may have been enlarged. On (B)(6) 2012 the patient presented with low back pain; disability of a moderate to severe degree and pain referred across low back down the thigh to the level of the knee. The patient underwent a sacroiliac steroid injection. On (B)(6) 2012 the patient presented with chronic neck pain and disability of a moderate to severe degree. The patient underwent medial branch block at c3/4, c4/5, c5/6, and c6/7. On (B)(6) 2012 the patient presented with chronic low back pain and disability of a moderate to severe degree. The patient underwent medial branch lumbar blocks bilateral at l1/2, l2/3, l3/4, and l4/5. On (B)(6) 2012 the patient presented with chronic back pain and somewhat more recent left leg pain. Per the doctor¿s notes, since the time of the surgeries, the patient has been on chronic narcotics and gone through extensive interventional procedures. The doctor also mentions a recent discogram which reportedly showed abnormal pain reaction and disc morphology at l4/5 and somewhat at l2/3 and l3/4. On (B)(6) 2013 the patient presented neck and lower back pain with numbness in bilateral legs to toes (¿feels like it is asleep¿) with the preoperative diagnosis of spondylosis; radiculopathy; degenerative disc disease. The patient underwent a cervical steroid injection. On (B)(6) 2013, in a phone call, the patient reported that their left side gives out on and due to this has fallen several times in the past 3 weeks; numbness left leg to foot and toes; weakness in the l leg; mid to low back pain radiating to hip, buttocks down the left leg to the foot. The pain was described as dull, burning, and aching. The patient uses a walker. On (B)(6) 2013 presented with low back pain. On (B)(6) 2014 the patient presented low back pain radiating down into the left legs with leg numbness and weakness. The patient underwent nerve conductive/emg study which was normal with no evidence of denervation in the muscles tested.

Event description:
It was reported that on (B)(6) 2009: the patient underwent x-rays of the lumbosacral spine. Impression: post-l5-s1 fixation with approximately 3 millimeters anterolisthesis l5 with respect to s1 and 2 millimeters anterolisthesis l5 with respect to l4. Intra-operative fluoroscopic films centered over the lumbosacral junction were also obtained. Impression: intra-operative documentation of hardware fixation for grade 1 spondylolisthesis. The degree of post fixation anterolisthesis is difficult to assess due to overlying obscuration of posterior margins l5 and s1 at the disc space. On (B)(6) 2012: the patient presented for MRI of the lumbar spine. Impression: mild anterolisthesis of l5-s1 status post fixation with a metallic device at the l5-s1 disc space. There is evidence of prior posterior surgical fixation at l5-s1 with pedicle screws that have since been removed. There is no visible fusion of the l5-s1 disc space ; at t11-12, there is central disc protrusion without spinal canal stenosis or neural foraminal narrowing; at l4-5, there is central disc protrusion with bilateral facet arthropathy. There is no spinal canal stenosis or neural foraminal narrowing; at l5-s1, there is central disc protrusion with bilateral facet arthropathy. There is no spinal canal stenosis. There is left neural foraminal narrowing; the partially visualized spleen is prominent in size and may be enlarged. On (B)(6) 2013: the patient presented for a motor nerve study. The patient had complaints of constant low back pain radiating down into left legs and numbness and weakness in left leg. Impression: this was a normal study with no evidence of denervation in the muscles tested.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2007 lumbar MRI t2 sagittal views show desiccation of l5 and s1 with bulging at both levels. Grade one spondylolisthesis is also seen at l5. Pars defects are seen bilaterally consistent with isthmic type slip. No stenosis is seen centrally or at the l5 foramen. (B)(6) 2009 lumbar x-rays/fluoroscopy multiple views show transsacral fusion via retroanal approach coupled with pedicle screws placed at l5 and s1. Colon contrast is noted in this standing film. Additional fluoro views show placement of anterior fusion followed by pedicle screw placement. (B)(6) 2012 lumbar MRI post l5/s1 fusion performed transacral retroanal approach. No stenosis is seen. Alignment remains intact. Metallic artifact is seen traversing the l5 disc midline within the l5 body and s1 body. Pedicle screws that were seen under studies from 2009 have now been removed leaving scars within the pedicles.

Manufacturer narrative:
Implant date: 2008. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.